Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight was to the spec, a creases fold, a wear abrasion and an curved opening on the radius. A visual and microscopic analysis was performed which identified a sharp opening crease on the radius, stress marks and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is a sharp crease opening on radius assessed as fold flaw opening.

Event description:
Healthcare professional called to report right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report right side deflation. Device was explanted.